Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the root cause of the foreign material could not be identified. Additionally, the discoloration of the distal end is caused traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrovideoscope exhibited foreign material in the air/water tube, channel tube, and balloon water channel. Additionally, the distal end had discoloration. There was no patient involvement.